Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4). That a (qty. 2) of an ar-3636h self bunching kl 1.8 fibertak when synching, the product locked out prematurely, and the suture broke on both devices. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 03/13/2025: all broken sutures were retrieved. There was a 15-minute case delay, with an additional 15 minutes of anesthesia administered. The case was completed by opening a few extras of the ar-3636h from a different lot. No negative effects or significant damage was reported. This occurred during a hip scope labral repair procedure on (B)(6)2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment, prying/leveraging, and/or excessive force used during suture passing/tightening /tensioning.